Event description:
It was reported that  about 2 weeks ago, patient started to get the message 'out of range. The neurostimulator is providing less than the requested therapy. Contact your clinician. Service code 2703.' Agent reviewed meaning of the message. Also about 2 weeks ago the patient noticed they were needing to charge the implantable neurostimulator (ins)  more frequently. The patient used to charge the ins every 2 weeks, then they had to charge it every 4 days, and now they need to charge it every 2 days. Yesterday it took the patient 3 hours to charge the ins. The patient noted that they could only get a 'good connection' despite sitting completely still and repositioning the recharger several times. The patient said they only got an 'excellent connection' for a brief second. Agent asked the patient if they had any falls/trauma prior to this event, and they confirmed they had a really bad fall before this event. The patient stated that they were coming back from their mailbox and fell backwards onto concrete. The patient said they hit their head and it bled. The patient contacted their managing hcp's office and spoke to an intern who advised the patient to go to the ER to get an x-ray of their head, but the patient didn't go to the ER since they didn't have a concussion. The patient left a message for the managing hcp but hadn't heard back yet. The patient was redirected to their hcp to further address the issue. The patient said they would call their hcp again today.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.